Manufacturer narrative:
The customer was sent a larger bustier. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018, and was prescribed an antibiotic. The customer also indicated that her mastitis was resolved. The customer was contacted subsequently by a complaint handler on multiple occasions to get confirmation that the replacement bustier resolved her issue, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that the bustier that she bought to use with her freestyle breast pump was too tight and causing her to get mastitis. The customer also alleged that she was working with her doctor to resolve it.

Manufacturer narrative:
The returned bustier was visually inspected and no issues were noted. Refer to attached pictures. The bustier packaging includes a sizing chart for assistance in choosing the correct size bustier.